Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. It was reported that the confusion regarding which instrument was being used was attributed to the hospital sterile processing department applying an incorrect label to the blue sterile packaging of the instrument. A follow-up MDR will be submitted if additional information is obtained. An advanced system log review was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, the error logs did not show any relevant errors that would have caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, there was a bowel tear. There was confusion over which instrument was being used. The sterile processing department had the wrong labelling on the blue sterile packaging of the instrument. The instrument intended to be used was a fenestrated bipolar instrument; however, a prograsp instrument was in the blue sterile packaging. This was realized right away during the procedure and the instruments were exchanged accordingly. The bowel injury was reported as a very small serosal tear overlying the sigmoid colon. The event occurred during adhesiolysis. The adhesions were dense over the infundibulopelvic (ip) ligament and left pelvic sidewall. Another surgeon was called in and the bowel tear was oversewn. The estimated blood loss for the entire procedure was 150 milliliters and was considered normal blood loss during surgery. The patient did not require any blood transfusion. The instrument was inspected prior to use and the user reported that the prograsp instrument looks very similar to the fenestrated bipolar instrument. There was no damage, no malfunction and the instrument operated as expected. The procedure was completed as planned. There were no post-operative complications reported.